Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead had 5v@0.5ms output. The last threshold was 1v. The physician suspected loss of capture. An x-ray was suggested.